Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement. A new lead was implanted at the same surgical intervention due to a physician preference. When a lead has dislodged he uses a new lead rather than the old one. No additional adverse patient effects were reported.